Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed intermittent out of range signals for around 4 and a half hours on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom has issued an rga for patient to return the device to be investigated.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed permanent loss of "y" out of range signals for around 4 and a half hours on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported permanent loss of "y".